Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter in two pieces. The shaft, collar, and tip were microscopically examined. There was blood in the shaft. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There was a section of shaft in the collar that was damaged and the separated ends of the shaft had pulled material. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on april 24, 2017. It was reported that catheter shaft kink occurred. The target lesion was located in the severely tortuous and moderately calcified proximal of left circumflex (lcx). A guidezilla¿ guide extension catheter was selected for use. During pre-dilation, an unspecified balloon catheter was advanced but had difficulty crossing the target lesion. Consequently, the guidezilla¿ was advance for back-up. After the attempt to advance again, it was noticed that the shaft of the guidezilla¿ became kinked. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the shaft was detached/separated at the collar.